Manufacturer narrative:
The reported complaint of a user advisory - ua41 (patient temperature sensor failure) on the autopulse platform (serial # (B)(4)) error message was confirmed during functional testing and archive data review. The investigation finding revealed that the root cause of the reported ua41 was due to a defective temperature sensor. Unrelated to the reported complaint, a cracked front enclosure on the returned autopulse platform was observed during visual inspection. This type of physical damaged most likely attributed to mishandling. Also, a sticky clutch was observed and to remedy, deburring was performed. During archive data review, multiple ua41 were identified on the event date, thus confirming the reported complaint. The initial functional testing of the returned autopulse platform could not be performed due to ua41 displayed upon powering on. To remedy ua41, the defective temperature sensor identified during service evaluation was replaced. After part replacement, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all the functional tests and it is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint for autopulse with serial number (B)(4).

Event description:
During shift check, customer reported that the autopulse platform (serial # (B)(4)) displayed a user advisory - ua41 "patient temperature sensor failure" error message. The ua41 could not be cleared, it was permanent as stated by the user. No patient involvement.